Event description:
The sales rep reported during a rotator cuff procedure the jaw on the customer&apos;s expressew ii suture passer broke and fell into the patient. The surgeon removed the fragment with graspers, but decided to do a mini-open due to the length of surgery time that had elapsed. There were no patient consequences. The following additional information was received from a phone conversation with our sales rep on (B)(4) 2014; it took the surgeon about five minutes to retrieve the jaw of the complaint device from the patient. Our sales rep stated that the decision to go to a mini open procedure had nothing to do with the complaint device, but rather it was due to the extent of the repair needed for the patient. He stated there was no consequence to the patient due to the complaint device breaking.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that jaw in completely broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. This device is close to 5 years old indicating it has been heavily used. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported during a rotator cuff procedure the jaw on the customer's expressew ii suture passer broke and fell into the patient. The surgeon removed the fragment with graspers, but decided to do a mini-open due to the length of surgery time that had elapsed. There were no patient consequences. The following additional information was received from a phone conversation with our sales rep on (B)(6) 2014; it took the surgeon about five minutes to retrieve the jaw of the complaint device from the patient. Our sales rep stated that the decision to go to a mini open procedure had nothing to do with the complaint device, but rather it was due to the extent of the repair needed for the patient. He stated there was no consequence to the patient due to the complaint device breaking.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.